Manufacturer narrative:
A correlation between the device and the reported hemolysis could not be conclusively determined. The report of suspected thrombus could not be confirmed as the device was not returned for evaluation. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an increased lactate dehydrogenase level, hemolysis and increased aortic valve opening. Pump thrombosis was suspected. The patient was started on heparin. Inr at one point was 11.0. The patient's developed pneumonia, metabolic acidosis, respiratory acidosis, ventricular tachycardia, and then became asystolic and expired. No further information was provided.